Manufacturer narrative:
One icp express cable was returned for evaluation, and no visual abnormalities were observed. On 03/08/2019, the icp express cable was connected to a functional icp express monitor and microsensor. The product was turned on, and the display showed 0 mm hg after it was successfully zeroed. The sensor was moved vertically downward in a cup full of water. The display showed a pressure increase, which is consistent with the design. This complaint is not confirmed. The complaint condition was not replicated. The device did not contribute to the complaint condition. The device met specification. No lot number information has been provided; therefore, manufacturing records could not be reviewed. No further investigation or corrective action is anticipated.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the cord was broken. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.